Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicone of the jaws fractured. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hemopro 3500 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the hot jaw was cracked at the tip. The heater wire was observed to be intact with no defects. No other visual defects were observed. Based on the returned condition of the device, and the results of the investigation the reported failure mode "peeled jaw" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicone of the jaws fractured. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.